Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Manufacturer's inferior vena cava (ivc) filter was implanted (B)(6) 2014 as a prophylactic measure prior to bariatric procedure because patient appeared to be at increasing risk of recurrent dvt due to known protein s deficiency and previous dvts. Patient underwent a bariatric surgical procedure on (B)(6) 2014. Vascular procedure was performed to potentially remove the ivc filter in (B)(6) 2014 but presence of extensive dvts precluded removal of the ivc filter; it was felt that any manipulation to retrieve the inferior ivc filter could put the patient at risk of dislodgement of the thrombus causing embolization. Another vascular procedure was performed (B)(6) 2015, where the ivc filter was left in place as they were unable to gain access across the occluded inferior vena cava. Patient follow-up visit (B)(6) 2016 noted patient states she is doing well. No tests/laboratory data was available. The UDI number is not applicable to this device as it was manufactured prior to 09-24-2015. Manufacturer's records indicate the serial number of the device reported was shipped after implantation date reported. Other devices of same type were shipped to the facility in july and october 2014. No physical product investigation was possible as the device was not returned for evaluation. The instructions for use (IFU) notes the adverse effects as follows: a full explanation of the risks and benefits should be discussed with each prospective patient prior to implantation. Adverse effects range from mild to serious. Serious adverse effects, sometimes leading to surgical intervention or death, have been associated with the use of ivc filters. In addition, complications due to individual patient reaction to an implanted device, or to physical or chemical changes in the components, may necessitate reoperation and replacement of the filter. Possible adverse effects associated with ivc filters include, but are not limited to, the following: arrhythmia, arteriovenous fistula, back or abdominal pain, contrast media extravasation at time of vena cavogram, death, deep vein thrombosis, delivery system detachment or embolization, emboli (air, thrombotic or tissue), filter expansion failure, filter or device entanglement, fever, filter fracture, filter thrombosis or occlusion, filter malpositioned, mis-oriented or compressed, filter migration, filter embolization, guide wire entrapment , hematoma or nerve injury at the puncture site or subsequent retrieval site, hemorrhage with or without transfusion, hemothorax, inability to retrieve filter, infection, intimal tear, occlusion of small vessels, organ injury, pain or discomfort, perforation or other acute or chronic damage of the ivc wall, phlegmasia cerulean dolens, phneumothorax, post phlebitis syndrome, pulmonary embolism (recurrent or new), renal injury or failure, restriction of blood flow, stenosis at implant site, stroke, thrombosis, venous ulceration, vessel dissection, perforation, ulceration or rupture, vessel spasm. The IFU further warns the decision to use an ivc filter must ultimately be made by the physician on an individual patient basis after carefully evaluating the intended use and indications and the short and long term risks and benefits to the patient as compared to alternative methods of treatment. It also warns use of excessive force to retrieve the filter can result in damage to the retrieval devices and/or damage to the vena cava. The IFU precautions for optional filter retrieval: · an inferior vena cavagram evaluation for thrombus should be performed prior to attempted retrieval. · do not attempt retrieval if thrombus is present in the filter and/or caudal to the filter. · do not redeploy a retrieved filter. It should be handled and disposed of in accordance with accepted medical practice and applicable local state and federal laws and regulations. · anatomical variances may complicate the removal procedure. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported by way of allegations in a legal complaint that on or about (B)(6) 2014, patient underwent placement of a vena cava filter prophylactically as part of a bariatric surgical procedure. It is alleged that the device subsequently malfunctioned and caused complete occlusion of the inferior vena cava leading to severe pain, edema and skin changes. It is alleged that the patient has required two failed surgeries to attempt to remove the device and other extensive medical care and treatment. This event is being reported because it is alleged that the ivc retrieval attempts were unsuccessful and adverse event of deep vein thrombosis (dvt).